Manufacturer narrative:
The total psa and free psa qc results on the date of the event were acceptable. The patient sample was received for investigation. The investigation confirmed the customer's incorrect total psa and free psa ratio (>1) results. The investigation tested the patient sample for an interferent using psa-act and anti-psa antibody (different specificity). The test using anti-psa antibodies showed the presence of a rare psa-isoform. Product labeling states, "it is known that in rare cases psa isoforms do exist which may be measured differently by different psa tests. Findings of this kind have occasionally been reported for psa tests from various manufacturers. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the event was consistent with a psa isoform in the patient sample. The investigation did not identify a product problem.

Manufacturer narrative:
Section b3, date of event was updated.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for one patient sample tested with elecsys total psa and elecsys free psa on a cobas 6000 e601 module. This medwatch will apply to the elecsys free psa assay. Please refer to the medwatch with a1. Patient identifier: (B)(6) for information related to the elecsys total psa assay. The free psa (fpsa) value was greater than the total psa (tpsa) value. The tpsa result was 0.403 g/l and the fpsa result was 0.434 g/l. Both results were confirmed with repeat measurements (actual values were not provided).